Manufacturer narrative:
Multirall¿ 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall¿ 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. The device instructions for use (IFU) state the following: install the multirall overhead lift by placing the top connector directly into the carriage hook. Check that the unit is resting securely at the bottom of the hook before applying a load or lifting a patient. Before lifting, always make sure that the sling bar latches are intact; missing or damaged latches must always be replaced. The inspection of the device by a hillrom technician found that the device was equipped with the q-link 1 hook, not allowing the hook to seat properly on the rail system. The technician replaced the q-link 1 with a q-link 2 hook on the device and noted the device to be functioning as designed. The unit was included in scope of the field action mod1322 and the customer was notified; however, no correction was confirmed. A bruise is an injury to tissue with skin discoloration and without breakage of skin. Most bruises heal without treatment, but cold compresses may reduce swelling, discoloration, and pain. A bruise is not life-threatening. In this event, the patient did not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred. In this event, the cause of the reported failure is unknown and end user related handling issues cannot be excluded, as this event was reported to have occurred in 2013 and the customer did not notify hillrom/baxter at the time of the event. However, it is known that the reported failure (with the q-link 1) could cause or contribute to a death or serious injury if it were to recur.

Event description:
The customer alleged that in 2013 during the use of the multirall 200 equipped with an old style qlink, the hook did not seat correctly, and the patient fell. During a follow-up call with the customer, the customer stated that she believed that the hook was likely resting on the edge rather than seating properly. The customer also reported that the patient was dropped in the doorway sustaining bruising on his shoulder, and that the patient was assessed in the home by ems and was found to have no injury. This incident was captured under complaint ref # (B)(4).